Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
In 2007, this pt underwent endovascular repair of an infrarenal abdominal aortic aneurysm using a gore excluder aaa endoprosthesis trunk ipsilateral leg component. In 2008, a reintervention was performed using aortic extender components to repair a proximal type I endoleak secondary to approx 4 cm of distal migration. The pt is doing fine.